Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown pfna nail. Part#, lot# and UDI # is not available. Date of implant and explant is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown pfna nail. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after the subsequent review of the following literature article esen, e., dur, h., ataoglu, m., and turanli, s. (2017) evaluation of proximal femoral nail-antirotation and cemented, bipolar hemiarthroplasty with calcar replacement in treatment of intertrochanteric femoral fractures in terms of mortality and morbidity ratios. Joint diseases and related surgery, volume 28(1):35-40. (B)(6) the purpose of this article is to assess the mortality and morbidity rates of patients with intertrochanteric femoral fractures who were performed proximal femoral nail-antirotation (pfna) or cemented, bipolar hemiarthroplasty with calcar replacement. This retrospective study occurred between january 2008 and january 2011. The study involved ninety-two (92) patients in which there were twenty-eight (28) males and sixty-four (64) females with a mean age of 80.24 years and a range of 55 to 94 years). The patients were divided into two groups. Thirty-four (34) were treated with pfna (pfna group), and fifty-eight (58) with cemented, bipolar hemiarthroplasty with calcar replacement (hemiarthroplasty group). The mean follow-up duration was 27.2 months (range 12-47 months). Complication ¿ eleven (11) unknown patients in the pfna group died in one year. Two (2) unknown patients had superficial infection in the pfna group. One (1) unknown patient had minimal heterotopic ossification on the tip of trochanter major in the pfna group. This report is for one (1) unknown pfna nails for one (1) unknown patient had minimal heterotopic ossification on the tip of trochanter major in the pfna group. This is report 1 of 1 for (B)(4).